Manufacturer narrative:
Device eval by MFR: returned product consisted of the rotalink advancer. The brake, advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the brake presented no damage or irregularities. During inspection of the handshake connection, it was revealed to be bent. Blood noticed inside the advancer. Functional testing was performed by connecting the rotalink advancer to the rotablator control console system to check the brake performance during use. The advancer was not able to get any speed and the stall light came on. Brake function was unable to be tested due to device not running. The advancer was dismantled and the components inside the advancer were inspected, and the ultem was found to be melted. As there was blood inside the advancer, it is most likely that the device had insufficient flow of saline, causing the melted ultem. Analysis could not confirm the break issue, as the ultem was melted causing the advancer not to work properly due to insufficient flow of saline.

Event description:
It was reported that the brake failed to secure the wire. A 2.00mm rotalink burr, a rotalink advancer, and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention to treat coronary artery disease. After wiring the vessel with a conventional workhorse wire and then exchanging for a rotawire, a rotalink burr was advanced into the proximal right coronary artery using dynaglide mode. Before ablation began in the target lesion, an unusual constant noise was heard from the console. The physician was under the impression that the burr was not rotating. Since the cause of the problem could not be identified, the rotalink burr was removed, but it was stuck on the rotawire. When withdrawing the rotalink burr, the rotawire came back as well despite being secured with the brake. The rotawire was noted as not kinked, initially. The rotalink burr, the rotalink advancer, and the rotawire were all exchanged for new devices of the same type. The procedure was successfully completed. No patient complications were reported. It was further clarified that there was no issue with the guidewire brake, and the rotawire was not kinked. When attempting to remove the rotalink burr, it was noted that the wire was fixed to the burr. Therefore, the burr and wire were pulled back together.

Event description:
It was reported that the brake failed to secure the wire. A 2.00mm rotalink burr, a rotalink advancer, and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention to treat coronary artery disease. After wiring the vessel with a conventional workhorse wire and then exchanging for a rotawire, a rotalink burr was advanced into the proximal right coronary artery using dynaglide mode. Before ablation began in the target lesion, an unusual constant noise was heard from the console. The physician was under the impression that the burr was not rotating. Since the cause of the problem could not be identified, the rotalink burr was removed, but it was stuck on the rotawire. When withdrawing the rotalink burr, the rotawire came back as well despite being secured with the brake. The rotawire was noted as not kinked, initially. The rotalink burr, the rotalink advancer, and the rotawire were all exchanged for new devices of the same type. The procedure was successfully completed. No patient complications were reported.